Manufacturer narrative:
Product ID: 377775, lot# n0053668, implanted: (B)(6) 2006, product type: lead. Product ID: 377775, lot# n0053668, implanted: (B)(6) 2006, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported the patient was told their second implant would last 9 years but didn¿t. It was reported the implantable neurostimulator (ins) ¿just stopped¿. Information omitted pertaining to events 1st implant no lasting 5 years ((B)(4)) and 3rd implant eos ((B)(4)). These events are not related additional information has been requested but was not yet available at the time of report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's implantable neurostimulator (ins) was replaced for normal battery depletion. It was noted the device had reached elective replacement indicator (eri) and the patient was scheduled for a replacement. It was further noted that the patient had not experienced any symptoms. The reporter stated the patient did well post procedure and they were receiving effective therapy.